Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, the tab of the peel-away sheath became detached. The physician used a surgical tool to dissect down the length of the sheath and was able to finish placement.